Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. It was reported that the patient had a new driveline fault alarm. The submitted log file contained relevant data on (B)(6) 2021. The file revealed that the pump had previously been supported with this controller, but was reconnected on (B)(6) 2021 and driveline fault alarms were observed until the end of the file. There was no interruption in pump function; the pump operated above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number vad-60591. No further related events have been reported at this time. The relevant sections of the device history records for vad-60591 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event contained in the log files from (B)(6) 2021 were reported under MFR # 2916596-2021-03381 and MFR # 2916596-2021-03384. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new driveline fault alarm. The log file captured old data from (B)(6) 2021 and then appeared the controller was connected again on (B)(6) 2021 capturing driveline fault events. Related manufacturer report number of the controller: 2916596-2021-03326.